Event description:
It has been reported to us that the difficulty during insertion accessing and could not remove the catheter from the sheath. Had to remove the introducer sheath with the catheter. Once removed there was a 3 inch wire protruding from the stinger. There is no report of patient injury and the device has been returned for our analysis.

Manufacturer narrative:
Complaint summary: the result of the investigation was confirmed for difficult to remove due to one of the reinforcement wire pulling out of the shaft, user-related. Root cause: inadvertent sharp bending (by the user) of the catheter at the tip-shaft joint (90 degrees from the steering plane) during insertion or when navigating tortuous vasculature or when attempting to access difficult anatomical locations.